Event description:
As a type one, insulin dependent vietnam era vet, I have been waiting for the new abbott instinct cgm from medtronic since (B)(6) 2025. Medtronic has consistently plied us with ads, come-ons and inducements including free, extra sensors etc. Hold-ups for delivery were "incomplete doctor paperwork/new procedures/and finally medicare coding problems. I cannot take the stain that they put me through. They have done it in the past to keep stock up and now to cover a spin-off of the mini-med diabetes division? If you can't support your product, don't leave the patient to suffer. I have a stack of emails, un-paid reimbursement of $1,000.00 for out-of-pocket cgm and digital credit cards for beta testing that are difficult to use. This company, medtronic mini-med should fire someone. I started on the medtronic insulin pump and cgm in 2007; after the first supply delivery, out-of-pocket for cgm until attorney (B)(6) won enough cases against medicare in the "injunctive" battle to obtain medicare cgm coverage. I have maintained an a1c of around 6.5 while avoiding the ER except in 2023. The stress of pharmacies/nurses/educators not knowing how to execute "letters of medical necessity"/scrips and approvals under medicare part b (as in "boy"), I am close to collapse. There has to be a better way. I have done well, have too many assets for va care but am now in danger of losing everything. Being a medtronic champion, min-med 780g post market participant and insight receiver has given me no insight! I am not on social media except for linked in, but my best source of support is reddit. This has to change. I support my local sheriff but my us/ireland pump company? Not so much.